Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/17/2016 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The battery compartment and battery cap had no observed damage. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence of internal moisture found. The investigation was unable to duplicate the initial ¿temperature¿ complaint. (B)(4).